Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was hospitalized on (B)(6) 2014 with severe swelling and redness over the pump site. The patient was treated for (B)(6) with antibiotics on the date of this report for 3 weeks. The pump was replaced and the abdominal wound was irrigated with betadine and antibiotic solution. Cultures were sent on (B)(6) 2014 and results were (B)(6). The patient was treated with antibiotics for 2 weeks post op. The pump was used to deliver baclofen. The outcome of event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly.

Event description:
Additional information received reported only the pump site was infected and the patient had since fully recovered since removal of the pump.